Event description:
It was reported, the colonovideoscope, mistakenly was using a high-level disinfectant (mckesson opa) as the 1st step of reprocessing instead of enzymatic detergent (flexclean). It was discovered and corrected by the customer. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. D8 was inadvertently selected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed it was due to the user performing incorrect reprocessing steps and not following the instructions for use. The event can be prevented in accordance with the following instructions for use: -evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.